Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected to dilate the target lesion. During the procedure, at first inflation, it was noted that the balloon burst when folding at 12 atm for 3-5 seconds. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected to dilate the target lesion. During the procedure, at first inflation, it was noted that the balloon burst when folding at 12atm for 3-5 seconds. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. It was further reported that a fluoroscopy was done to confirm that there were no fragments left inside the patient and that the balloon was intact upon removal of the device from the body. There was no resistance encountered while removing the balloon. The sheath used during the procedure was an unspecified 6f sheath. Device evaluated by manufacturer: the device was returned with one of the blades completely detached from the device. The balloon was unfolded which indicates it has been subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning 1mm distal to the distal edge of the proximal markerband and extending distally over the balloon material for approximately 20mm. No issues were noted with the balloon material that could have contributed to the balloon damage. A visual and microscopic examination of the 2cm pcb device identified that one of the 2cm blade was completely detached from the balloon material. The pad was intact and fully bonded. The detached blade was not returned for analysis. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. All other blades were present and fully bonded to the balloon material. No issues were noted with the blades or pads that have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and microscopic examination identified no damage or any issues with the tip or markerbands that could have contributed to the complaint incident. No other issues were identified during the product analysis.